Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00940. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: zero years, 10 months, and 29 days. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further related issues have been reported at this time. Evaluation of the submitted log files revealed that the system appeared to have been functioning as intended. No atypical alarms or adverse events were noted throughout the duration of the data. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for a supratherapeutic inr of 9.6 and a low hemoglobin of 5.3 g/dl and hematocrit of 16.8 percent. The patient reported worsening weakness and dyspnea for the past week and dark bloody stools. Gastrointestinal (gi) bleeding was suspected due to the supratherapeutic inr. The patient was transfused with 2 units of packed red blood cells (prbcs) and coumadin was placed on hold. On (B)(6) 2018, the patient¿s hemoglobin was 6.2 g/dl and hematocrit was 18.9 percent. One unit of prbcs was transfused and hemoglobin increased to 7.0 g/dl and hematocrit to 21.1 percent. An additional unit of prbc was transfused on (B)(6) 2018. A small bowel enteroscopy performed on (B)(6) 2018 revealed a few gastric polyps that were resected and retrieved and clips were placed. In addition, there were a few recently bleeding angiodysplastic lesions in the stomach that were treated with argon plasma coagulation. A colonoscopy was attempted, but was recommended to be repeated at a later time as the patient did not complete preparation. Protonix 40mg daily for 12 weeks was recommended. The patient¿s hemoglobin and hematocrit remained stable for the rest of the hospital admission with no further reports of melena. On (B)(6) 2018, the patient was discharged home with a hemoglobin of 8.9 g/dl and hematocrit of 27 percent. No additional information was provided.